Manufacturer narrative:
Sections b5 describe event or problem and b6 relevant test / laboratory data corrected.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Reviewed attached customer feedback form contraindications relevant to failure: none stated. Part: 823711. Revision: b. Visual: implant received in good condition. Specification should be: length: .463 ± .003 specification as found: .4642 diameter: .1447 / .1462 specification as found: .1456 comments: performed a visual and dimensional inspection on the product received and it meets our specifications.

Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.